Event description:
It was reported that the pt experienced respiratory distress; further details were not provided. The hcp was considering stopping the pump. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).